Manufacturer narrative:
During troubleshooting with the olympus tac technician, the territory manager advised that the digital visual interface and serial digital interface connectors were not working. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an out of box failure when using the video system center. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned to olympus for evaluation. The user facility was contacted to obtain additional information and to check the status of the subject device. No further information could be obtained. The root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.